Manufacturer narrative:
Event problem and evaluation: * on 1-aug-2014, a medtronic representative went to the site to test the system and confirmed the existence of a column defect artifact present in both 2d fluoro images, and in the 3d volume. Utilized the varian viva tools software, and instruction in tb11-006 to acquire images and perform defect mapping of column defect in both fluoro mode, and 2x4 dual gain rad mode. After defect mapping was performed, fluoro and rad gain calibrations performed. The resulting fluoro and 3d images appeared artifact free. The imaging system then passed the system checkout and was found to be fully functional. * the software investigation found that a probable cause was unable to be determined without further information; however, a hardware issue was suspected since the system checkout (above) stated that defect mapping was performed to address the image artifacts. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the 3d spin had artifact that looked like a cannula sticking up out of the head. There was no impact on patient outcome.